Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. A supply change was performed and an additional occlusion alarm occurred. The customer's blood glucose level was not impacted. The contact declined troubleshooting with tandem technical support to determine a possible cause of the occlusion and expressed interest in changing infusion set types to an infusion set that may work better with the customer.